Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out. Upon review, a fluoroscopy was performed, and it was noted that the right atrial lead had dislodged. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences and the patient was discharged.